Event description:
On (B)(6) 2016 it was reported " appearance of bubbles at the end of the pipe when connection to the ramp." The investigation summary - reported complaint identified as "air observed in system". We received one used sample for investigation. We performed a visual inspection on the received sample and found that the set is completely filled with liquid. There is a leakage between tube and revolving luerlock. We also performed a visual inspection on all retain samples of the complained batch and could not find any non-conformity. Further we performed a free flow/tightness /practical test on one retain sample of complained batch and could not find any abnormalities. The investigation of our production documents did not show any deviation related to the complaint reason. Leakage happened between tube and luer connector may be caused by mistaken operation of worker. When the worker inserted a tube to dispenser for dipping, she didn't insert to the bottom of dispenser, in this way, insufficient solvent on the tube was assembled with luer connector led to leakage between gluing connection. The immediate corrective action was training for relevant staff. In conclusion - based on these results we confirm the report issue.